Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an occlusion/blockage alarm issue at infusion site on (B)(6) 2024. The insertion site was at abdomen. No further information available.